Event description:
It was reported there was no dvi output, no image on the device. The issue occurred during reprocessing. The device was replaced with another similar device. The intended endoscopic surgery was completed with no more than fifteen (15) minutes delay. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted there was no image under dvi channel due to defective dp board (circuit board). Based on evaluation finding, the reported failure was found to be attributed to faulty dp board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The specific root cause of the defective printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.